Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes stopper pops out. The following information was provided by the initial reporter. The customer stated: there are patients in whom it is not possible to take a sample by the vacuum method but by the open method and a pressure is generated that automatically uncovers the tube, this can cause a work accident due to sample spillage and there are already several users including me who they are reporting this issue for the same reason. Additional information received 28.jun.2023: are there tubes from the same lot, but new (not yet used), available for evaluation? If yes, how many? A: no they no longer have, even with the new tubes sent they had the same problem (lot 2251896 expiration date 08/31/2023).

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was observed. The photo showed a tube containing specimen with no hemogard assembly attached. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sopper pop off based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes stopper pops out. The following information was provided by the initial reporter. The customer stated: there are patients in whom it is not possible to take a sample by the vacuum method but by the open method and a pressure is generated that automatically uncovers the tube, this can cause a work accident due to sample spillage and there are already several users including me who they are reporting this issue for the same reason. Additional information received 28.jun.2023: are there tubes from the same lot, but new (not yet used), available for evaluation? If yes, how many? A: no they no longer have, even with the new tubes sent they had the same problem (lot 2251896 expiration date 08/31/2023).